Event description:
It was reported that pump experienced malfunction alarm malf 16 with no notable events prior to the issue and customer¿s blood glucose did not exceed reported threshold. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump under warranty, confirmed shipping details, and advised that replacement would include updated software; customer was instructed to place malfunctioning pump in storage mode, return it within 10 days using provided materials, and then program pump settings and reconnect cgm on replacement device, all of which customer understood and acknowledged.